Event description:
It was reported that the patient presented with purulent secretion by perineal incision and non-functionality of the artificial urinary sphincter (aus). There was no improvement with the drainage following antibiotic therapy, so the aus was removed. Upon explant of the device, an abscess around the urethral cuff was found. The physician indicated a new aus would be implanted on a later date after the patient healed. No further complications were reported.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.